Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the air removal step. Tandem technical support educated the customer on the importance on completing the air removal step prior to filling the cartridge. The customer declined to load a new cartridge and continued using the existing cartridge to resume insulin therapy.